Event description:
Sorin group (B)(4) received a report that the pump of the sorin c5 system stopped and displayed an error message during priming. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the scp control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump of the sorin c5 system stopped and displayed an error message during priming. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.